Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: b5 - infection should have been reported previously, h6 - previously reported health effect should have added "unspecified infection".

Event description:
It was reported that the patient presented with infection caused by pocket erosion of the implantable cardioverter-defibrillator (ICD). The ICD was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Additional information: h10 (sterilization records). The reported event was infection. Analysis was normal; no anomalies were found. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket erosion of the implantable cardioverter-defibrillator (ICD). The ICD was explanted and replaced. The patient was stable throughout.